Event description:
Lost 70% of hair, lost 8 teeth after never having dental issues. Constant metal taste, worse in mornings, frequent random puking, debilitating migraines, such extreme muscle weakness in arms, (and shakiness, when I raise my arms half way up). I struggle to put seat belt on, have days where I feel like I'm going to fall out of my chair/sudden loss of balance. Doc tested me for an entire year, nothing showed. Finally my dentist asked if I by chance had essure. Now I've been diagnosed with heavy metal blood poisoning, and essure is the only metal in my body. Both my pcp and obgyn said it has to come out asap. My obgyn said that 'because I'm such a mess', that he's going to make an up and down incision, rather than laparoscope. Not happy.